Event description:
Information received from the field notes that the patient presented for lead replacement after loss of capture was seen with a 3.5v output and bipolar ventricular lead impedance was 1890 ohms. The patient's intrinsic rate was 62 bpm. Interrogation prior to the surgery observed 740 ohms lead impedance. The lead was found to be fractured due to subclavian crush.